Event description:
It was reported that during a laparoscopic sigmoidectomy, the first disk tore while it was dialed shut and the second tore as he introduced the applied medical 5mm bladed trocar. No pt consequence.